Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all of the contacts. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. The down, ok and contrast buttons were intermittently unresponsive and the up button responded appropriately. Evaluation revealed that there was contamination under all of the key contacts. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.